Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq1274 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we have had 1 PICC line guide wire break off. Luckily it happened just after removing it from the patient so the patient was not injured." Additional info. Received 07/20/2021 . Was there any patient harm reported? No, however the PICC line was removed and we had to insert a new line into his arm which caused un-necessary sticks/pain for patient.

Event description:
It was reported "we have had 1 PICC line guide wire break off. Luckily it happened just after removing it from the patient so the patient was not injured." Additional info. Received on 07/20/2021: was there any patient harm reported? No, however the PICC line was removed and we had to insert a new line into his arm which caused un-necessary sticks/pain for patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fractured 3cg stylet is confirmed but the exact cause remains unknown. Two photo samples of a powerpicc solo catheter and 3cg stylet were provided for evaluation. The first image shows the catheter and 3cg t-lock assembly within a plastic bag. The distal portion of the 3cg stylet tubing is completely detached from the main wire length. The fractured segment appears to contain bends and a curve. The characteristics of the damage could not be closely inspected from the image provided. The second image shows the product information label which indicates lot: reeq1274. Based on the photo provided, possible contributing factors include forceful advancement or retraction against resistance. Severe kinking of the stylet may lead to additional damage in the material and catheter. Since the stylet tubing was observed to be fractured, the complaint is confirmed but the exact cause remains unknown.